Manufacturer narrative:
The reference (B)(4) has been allocated to this case by rayner. The event description provided states that a piece of the lens was found to be missing immediately following implantation into the eye. The lens was explanted within the original surgery session; however, no back-up lens was available therefore the patient was left aphakic. The patient will undergo an additional surgery to have a replacement lens implanted. "Iol replacement or extraction" is listed in the "adverse events" section of the rayone IFU. The device was not available for return to rayner. Device discarded by healthcare facility. Our review of production records for the rayone trifocal rao603f, batch 055269248, showed that all manufacturing and quality checks were conducted successfully. A review of vigilance data confirms this is an isolated event. No other incidents, of any type, have been received against the rayone trifocal rao603f batch 055269248. The additional information recieved identifies that the surgeon felt the nozzle was very "dry". Methylcellulose viscoelastic was used. The rayone IFU recommends the use of a sodium hyalronate based viscoelastic in combination with rayone preloaded iol injection systems. The surgeon also reported that resistance occurred as the lens moved from the cartridge into the nozzle and as the lens left the nozzle. The rayone IFU "use of rayone" section "fig 7" states "press the plunger in a slow and controlled manner. If excessive resistance is felt this could indicate a blockage; discontinue use of the product and return the product and all packaging to rayner". Continued injection of the lens at the point resistance occurred is a deviation from the IFU and a likely contributory/causative factor of the lens damage on injection into the eye.

Event description:
On 19th november 2025, rayner received notification from a healthcare facility in brazil of an event that occurred during use of a rayone trifocal rao603f. The event description provided states that immediately following implantation into the eye, a piece of the lens was observed to be missing necessitating explantation of the iol.